Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day the patient received a loading dose of vancomycin (route and dose not reported). Three days later the patient was started on intraperitoneal vancomycin (1500 mg for seven days, frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as touch contamination due to the patient¿s vision worsening. Dianeal therapy was ongoing. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was retrained on proper aseptic technique. It was reported the patient had recovered from this peritonitis event. No additional information is available.